Manufacturer narrative:
Device evaluated by manufacturer: this unit was requested to be returned to newport medical instruments. Upon receipt, the unit will undergo a full investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.

Event description:
This unit did not deliver gas (would stop ventilating) while in use on a patient. There was no alarm when it happened. The situation was able to be corrected by turning the unit off and back on again. This incident happened several times on the same patient. Please note there was no serious injury or death in this incident.